Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balance middleweight (bmw) elite guide wire was advanced into the patient anatomy. The 2.25 x 12 mm xience nano stent delivery system was then advanced over the guide wire. Resistance was felt between the stent delivery system and the guide wire. Force was applied and the stent delivery system was able to cross to the target lesion. The stent was deployed without difficulty. An attempt was made to withdraw the stent delivery system; however, the stent delivery system and the guide wire became stuck. The devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ht bmw elite guide wire mentioned is being filed under a separate manufacturer report number. (B)(4) - against resistance. Evaluation summary the device was returned for evaluation. The reported difficulty to remove and difficulty to position could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.